Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. Upon inspection and testing, a faulty image with intermittent noise was observed. ¿scope poor view¿ is displayed but an image is not displayed (a satisfactory image is not outputted.) This is attributed to have occurred by current-carrying failure resulting from failure of the cable unit. The cause of the failure of the cable result is likely to be caused as below. 1) breakage: excessive force such as twisting or bending is applied. 2) circuit board damage: because the camera head was connected while the video system center is turned on, the circuit board was possibly damaged by applied current. The circuit board was possibly damaged by dropping or impact. 3) contact failure: because there were water droplets, foreign materials or corrosion in the electrical contact of the connector when it is connected, current-carrying failure possibly occurred. This event is likely caused by handling which departed from the guidance in ¿dangers, warnings, and cautions¿ in the instructions for use. Instructions for use have the following statements dangers, warnings, and cautions. Do not strike the camera head. The camera head may be damaged. Turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable.

Manufacturer narrative:
Additional information for this event is not available as yet. Event date is not known. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing, a faulty image with intermittent noise was observed. This was attributed to the faulty cable unit.

Event description:
As reported for this event, the device yielded a poor image. There is no reported patient involvement.